Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt. Associated MFR reports for this pt: 1225714-2015-01751, 01752, 01753 and 01754.

Event description:
The plaintiff's attorney alleged that the pt experience a sudden cardiac event and expired seventeen days later, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired eighteen days later, all of which was allegedly caused by exposure to the product administered during dialysis treatment.